Manufacturer narrative:
(B)(4). There was no reported product deficiency. Stenosis and angina are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the angina and stenosis were treated with a xience v stent and hospitalization.

Event description:
It was reported that approximately 7 months post implantation of a xience v stent in the distal right coronary artery (drca), the patient experienced chest pain on exertion and had an abnormal stress test. The patient was hospitalized and found to have 70% stenosis distal to, but within 5mm of the previously placed xience v stent. A xience v stent was placed to treat the de novo lesion. There was no adverse patient sequela and one day post procedure, the patient was discharged. Although requested, there was no additional information provided.